Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The care giver stated that they kept getting the alarm and just turned the machine off. The technical service representative had the care giver turn on the homechoice and it went to end therapy. The technical service representative helped the care giver end therapy. The technical service representative asked the care giver to close all the clamps and the care giver stated they already closed all the clamps, removed the cassette and discarded the supplies. The technical service representative had care giver cycle the power and the homechoice went to press go to start. The technical service representative checked the alarm log. The technical service representative asked if the patient disconnected at any time before or after the alarms, the care giver stated no, the patient stayed connected the entire time until they turned off the machine and discarded the supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.